Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that this device had an unspecified therapy pca malfunction. There was no report of any patient involvement.